Manufacturer narrative:
The pump has been disposed of and will not be returned for evaluation.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported bleeding could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The exact date of death is unknown. If additional information becomes known, a supplemental report will be submitted.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 72-year-old male patient with a past medical history of renal insufficiency presenting in cardiomyopathy, and in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had a gastrointestinal (gi) bleed. It is unknown how the patient was treated. Ten days later, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient, along with the complications of stage d shock. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).